Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012751362 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The returned catheter did not need to be reprogrammed. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution (discide). During device compatibility inspection, resistance was observed during insertion/retraction of the guidewire. The guidewire was observed to be stuck at the spiral array tip. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. During microscope/x-ray imaging inspection of the array segment, the foreign material was observed at the tip. During inspection of the array segment, it was observed that the guidewire lumen did not completely bottom out inside the preformed distal tip hole. In conclusion, the loop catheter failed the returned product inspection due to the foreign material stuck on the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation of the pulseselect catheter for a cardiac ablation procedure, the guidewire was unable to be inserted all the way into the catheter and appeared to get stuck just proximal to the array. A new guidewire was attempted, but the same issue occurred. The pulseselect catheter was replaced, and the guidewire was able to be inserted into the new catheter. The patient was under general anesthesia, and the case was completed without incident. No patient complications have been reported as a result of this event.